Manufacturer narrative:
The lot # of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. However, lot number 615447, provided by the complainant represents the prolieve catheter contained in the prolieve thermodilitation kit. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
On september 22, 2008, it was reported to boston scientific corp that a prolieve thermodilitation was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the dilatation balloon popped during inflation and the balloon remained attached to the prolieve catheter. The balloon was contained and removed from the pt, and the procedure was completed with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."